Event description:
Procedure type: gyn. According to the reporter: the little metallic component from the locking system came off of the device. The locking system was malfunctioning afterwards. This was noted prior to use on the pt, therefore, there was no pt contact. No pt injury was reported.